Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-50, serial number: (B)(6), batch/lot number: 15973350 / 15853262, model/catalog description: linear 3-4 lead 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, batch/lot number: 16114076, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced a loss and unwanted stimulation. All components were explanted and patient was doing well postoperatively. The explanted products will not be returned per hospital policy. No further information has been obtained despite good faith efforts.